Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06842. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat cystocele, rectocele, intrinsic sphincter deficiency, weakened perivesical fascia and perirectal fascia. It was reported that the patient underwent the concurrent procedures of anterior and posterior colporrhaphy, repair of weakened perivesical fascia and perirectal fascia, and cystoscopy during mesh implantation.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, recurrence, vaginal scarring and corrective surgery. It was reported that the patient underwent mesh revision due to erosion, pain and infections on (B)(6) 2010. The patient underwent multiple revisions due to excision, chronic urinary tract infections and vaginitis in 2011. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced hematuria and vaginal burning.

Event description:
It was reported that following insertion patient experienced hematuria and vaginal burning.